Event description:
The facility reported an infusion pump with an 810:04 failure code that occurred during pt use. Info was requested by baxter's customer svc regarding specific pt info, whether or not there was a report of medical intervention or pt injury, pump programming and set-up info, tubing product code and lot number in use and the medication involved, but no additional info was available. Additional contact info was requested but no additional contact was identified. A baxter svc tech, while examining the device's event history, found that the failure occurred while the pump was infusing at a rate of 150ml/hr three mins after the infusion began.